Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer component code: appropriate term/code not available (g07002) used to capture no findings available. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad (B)(6) 2023 litigation records received. Patient suffered high levels of toxic metallic debris in her blood that emanated from the asr products that were implanted during her hip replacement surgery on (B)(6) 2009 and she has suffered pain, swelling, inflammation, and damage to the bones and tissue surrounding, delayed healing of the surgical incision from the revision surgery; she has been caused to suffer severe physical pain, keen mental anguish, and emotional distress; she has a diminished earning capacity and has been handicapped in her every day activities; she has incurred medical and hospital expenses that she otherwise would not have incurred and she will continue to incur these expenses in the future; and, she has residual and permanent disabilities and impairments, physical, mental and emotional. On (B)(6) 2022 , patient underwent a debridement procedure of the left hip as a result of delayed healing of the surgical incision with drainage from the revision surgery. Doi: (B)(6) 2009 .dor: (B)(6) 2022. Affected side: left hip.